Event description:
Upon receiving additional information, it was confirmed that the patient required a pmi implant due to bone loss (glenoid wear) and rotator cuff arthropathy.

Manufacturer narrative:
(B)(4). Upon further assessment it was deteremined that this issue was not reportable due to being an issue with the rotator cuff. The rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. When a hemiarthroplasty is present, there is an implanted humeral head against the native bone which can wear over time due to advancement of osteoarthritis.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, unknown stem, lot # unknown. G2: UK. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01971.

Event description:
It was reported that a patient had a right hemi arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. Attempts have been made and there is no further information at this time.